Manufacturer narrative:
Evaluation summary: one used e1465 electrode was returned, and examination of the sample confirmed factors that may have contributed to the reported issue. Visual inspection found the blue insulating shrink sleeve was damaged in two places, causing the device to fail hipot testing for electrical leakage. No pieces were noted to be missing. The type of damaged observed is indicative that it had been cut by a sharp object. The investigation found the root cause of the issue to be misuse. The instructions included with this device cautions users that cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object, or bending beyond 90 degrees may damage the electrode. It also cautions not to use the electrode if damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a breast augmentation procedure, a 5x2.5mm patient burn occurred on the outer edge of the left nipple, on the lateral most portion of an incision made with the device. Inspection of the device during the procedure found two small areas outside of the needle were missing insulation. A new needle tip was used to continue the procedure. The surgeon debrided and repaired the burned area. No insulation was retrieved, and the issue was noticed mid-procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.